Event description:
Pt reported immediately after injection with 1 syringe of juvederm ultra plus xc in the cheeks, the pt developed "major swelling and a possible infection". The pt also reported that they look "deformed" and it "hurts to talk and smile". The pt was treated with "steam and massage". The healthcare professional also added tha tpt was "sore" and described the initial symptoms as inflammation. An infection was never diagnosed; however, the healthcare professional prescribed an oral "antibiotic" as a preventative approximately a month after injection, which was effective in resolving the symptoms. All symptoms resolved approximately 2 and a half months after injection.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of a major swelling, possible infection, deformed-look, and hurting when talking or smiling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of inflammation, edema, pain, and infection as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than 7 days duration". Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed". Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising". Post-market surveillance: 'the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar". "Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain". "The onset of edema, erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase and laser treatment. In most cases, erythema resolved within 1 to 4 weeks". "The onset of pain generally varied from immediate to 8 days post-injection. The treatment prescribed included nsaid's, antihistamines, antibiotics, steroids, hyaluronidase. In most cases pain resolved within 1 to 6 weeks". "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement". "The onset of inflammation generally varied from immediate to 2 weeks post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, inflammation resolved within 3 days to 2 months".